Event description:
I had essure implanted on (B)(6) 2013. Right away I had severe cramping and tingling from extremities. The cramping was mostly on my left side and severe. It lasted until (B)(6) 2013 when I had the coils removed. Reason for use: birth control. Event abated after use stopped or dose reduced: yes.